Manufacturer narrative:
One nt2000¿ pain management rf generator was received for analysis. Functional testing confirmed the field reported issue as a ¿patient disconnected¿ error message was repeatedly displayed in addition to inaccurate temperature values at port one. Further diagnostics isolated the root cause of the reported issue to abnormal functionality of the radio frequency control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the radio frequency control board.

Event description:
During a procedure an error occurred on the generator and the device has to be shut down. After restarting, the system started beeping and the error message remained. The patient already was prepped and had needles in place when the procedure was cancelled. There were no adverse consequences to the patient.